Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h6, and h11. Complaint conclusion: as reported, when shuttling back a 6f/7f mynxgrip vascular closure device (vcd), no tamping tube was visible. The mynx was removed, manual pressure held, and patient was discharged home. There was no reported patient injury. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The femoral artery diameter was verified to be greater than or equal to 5 mm in diameter. There was mild to moderate vessel tortuosity and mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The device was used with a 6f 11cm cordis avanti sheath. The sheath was not kinked/bent. The physician was deploying the mynxgrip. They inflated the balloon, pulled back, and ensure proper tamponade with the balloon. They shuttled down to a hard stop. The device will not be returned for evaluation. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to access site vessel characteristics (mild to moderate vessel tortuosity with mild presence of pcd/calcium within the vicinity) and procedural/handling factors, such as incomplete shuttling down of the shuttle, even though it was reported that the user shuttled down to a hard stop. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when shuttling back a 6f/7f mynxgrip vascular closure device (vcd), no tamping tube was visible. The mynx was removed, manual pressure held, and patient was discharged home. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The femoral artery diameter was verified to be greater than or equal to 5 mm in diameter. There was mild to moderate vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The device was used with a 6f 11cm cordis avanti sheath. The sheath was not kinked/bent. The physician was deploying the mynxgrip. They inflated the balloon, pulled back, and ensure proper tamponade with the balloon. They shuttled down to a hard stop. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when shuttling back a 6f/7f mynxgrip vascular closure device (vcd), no tamping tube was visible. The mynx was removed, manual pressure held, and patient was discharged home. There was no reported patient injury. The device was used with a 6f 11cm cordis avanti sheath. The physician was deploying the mynxgrip. They inflated the balloon, pulled back, and ensure proper tamponade with the balloon. They shuttled down to a hard stop. The device will not be returned for evaluation.